Manufacturer narrative:
The reason for this revision surgery was a result of patient rotator cuff wear which required this revision to implant a new prosthesis. The length of time in-vivo is unknown since the original surgery date was not confirmed or determined but is believed to be approximately 17 years. The original surgery date was reported as (B)(6) 1998 on the initial medwatch report, this date could not be confirmed or determined. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the devise history records and investigation history was not conducted since the available lot/part numbers could not be confirmed from the original surgery. Multiple searches of the patient database could not confirm a part/lot number or any information identifying or confirming the date of the original surgery. This event is deemed to be non-product related and the root cause is attributable to the length of patient service and wear over an extended period of time. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the original surgery was a hemi arthroplasty back in 1998 and the rotator cuff was showing to be worn which required a revision. Being it was a foundation shoulder replacement, they had to take out all of the parts and replace them with a reverse shoulder prosthesis (rsp) system.